Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026 the patient experienced dizziness, confusion, ¿going in and out¿ (understood as in and out of consciousness), and unable to talk. A fingerstick was taken by the niece, with a blood glucose reading of 36 mg/dl while the cgm reading was 256 mg/dl. The niece administered the patient with a glucagon injection, and the patient's husband called 911. When the paramedics took a fingerstick, the cgm reading was 248 and 265 mg/dl, while the blood glucose reading was 36 mg/dl. The patient was treated with intravenous dextrose, orange juice, and was transported to the hospital. At the hospital the blood glucose reading improved to 126 mg/dl, and the cgm sensor was removed. Labs were drawn (sugar, bmp, cbc, a1c) and the physician told her she was in diabetic ketoacidosis (dka). It was noted that the blood glucose readings do not indicate a dka episode, but it was confirmed that this was what the patient reported. No further medication was reported, and the patient was discharged after 3 days on (B)(6) 2026. At the time of the report the patient was stable. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid. Paramedics came in and took a blood glucose comparison and it was reported to fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.